Event description:
It was reported that during a change out procedure when the atrial set screw could not be loosened. The physician used mineral oil and then the set screw was able to be backed out, the change out procedure was completed successfully. The patient was stable and would be followed normally.

Manufacturer narrative:
Final analysis found excessive medical adhesive in the setscrew inset which prevented the atrial setscrew from being loosened.

Manufacturer narrative:
(B)(4).